Manufacturer narrative:
The insulin pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 482 mg/dl. The customer stated that she has been having problems with high blood glucose readings and does not know the indication as to why. The customer treated the high blood glucose readings with injections. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.